Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was hospitalized for an unknown indication prior to death. Treatment was not reported. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.